Manufacturer narrative:
Device problem code: incorrect or inadequate test results; (B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Event description:
The customer stated that the architect analyzer (serial # (B)(4)) generated repeat nonreactive (B)(6) results on one patient. The patient is checked every year and previously the (B)(6) results generated on the roche method were (B)(6). Initial results generated on (B)(6) 2013, were (B)(6) = nonreactive). On (B)(6) 2013, the customer complained about the nonreactive (B)(6) result, so it was repeated and generated (B)(6). The patient sample was run a third time on a different architect unit (sn (B)(4)) and confirmed nonreactive. The customer is sending the sample out for testing by a third method. No additional patient information was provided.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, sensitivity testing, a review of manufacturing records, and a review of labeling. A review of complaints determined that there is no increase in complaint activity for architect anti-hbc ii reagent, list number 8l44-25, lot number 19614li00. A review of the device history record did not reveal any events or issues that may have impacted performance of this lot in relation to the complaint issue. A retained kit of the architect anti hbc ii, lot number 19614li00 was tested in a clinical sensitivity set up, including one commercially available seroconversion panel (biomex seroconversion panel scp-hbv-002). All generated data demonstrated that the performance of the architect anti-hbc ii reagent, lot number 19614li00, is not compromised. A review of product labeling concluded that the issue is sufficiently addressed in the sensitivity portion of the labeling. Based on our investigation, we have determined that architect anti-hbc ii reagent, list number 8l44-25, lot number 19614li00, is performing as intended and no deficiency or malfunction were identified.